Event description:
The customer reported that the insulin pump alarmed no delivery again. Customer stated that she received another infusion set and got no deliver alarm again. Advised the customer that we will send silhoutte and to speak with her health care provider if she can try to use the silhoutte serter. Advised the customer to report back once she start using the silhoutte. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.